Event description:
It was reported that the patient experienced itching sensation due to ipg being superficial. The patient underwent a revision procedure wherein the ipg was relocated and replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.